Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, the insulin gauge displayed an inaccurate value of 185 units and it was filled with approximately 200 units of insulin. The customer¿s blood glucose level was 60mg/dl. Reportedly the customer continued to use the pump for insulin therapy.